Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: although the exact cause could not be determined, the most probable cause is traced to: 1.the ultrasonic output was activated while the probe was in contact with the hard objects such as clips or forceps, or the probe was scraped by using a sharp object, such as surgical tools to remove foreign substance adhesion. As a result, the probe had scratches. 2.a force might have been applied to the probe due to continuous use of the probe with scratches. Therefore, the probe broke at the scratched area. The event can be detected/prevented by following the instructions for use which state: "drawing number and revision number of IFU: ge4980 15 do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the probe was broken at 16 mm from its distal end. There was no patient involvement.